Event description:
It was reported that during a stenting treatment procedure stent damage occurred. The lesion being treated was located in the mildly calcified and mildly tortuous saphenous vein graft of the right coronary artery. The physician implanted a 3.0x32mm promus element plus stent in the target lesion. Then the physician advanced a 3.5mm nc apex balloon catheter for post dilation, however, the balloon catheter caused deformation of the proximal edge of the implanted stent. The patient has been scheduled for another procedure to crush the deformed stent and implant a new stent. No further patient complications were reported.

Manufacturer narrative:
(B)(4). Device is combination product. It was indicated that the device would not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).